Event description:
Complainant reports dispersed spots are noticed over the cuff before use.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. Should a return sample or add'l info become available a f/u report will be submitted.